Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3708660 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2015; explant date brand name activa; product ID 3708660 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6) 2015; explant date brand name activa; product ID 3389s-40 (lot: va0zerf); product type: 0200-lead; implant date (B)(6) 2015; explant date brand name activa; product ID 3389s-40 (lot: va0zj4r); product type: 0200-lead; implant date (B)(6) 2015; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient (pt) was getting ready to have a routine generator change. Impedance check was performed and all contact on the left lead and contact 11 on the right lead show high impedances. Patient states he had a fall in the bathroom that was unrelated to the dbs. Pt hit right on top of the dbs generator so it is believed this fall may be the cause of the high impedance on the left lead. The right lead looks like historically pt has had a high impedance on contact 11 with unknown reason. Also, the patient was complaining of bowstringing effect of the extensions which make it feel tight. Battery change was completed successfully; however, improved values still remain high on all contacts on left and contact 11 on the right. Patient states he has still be getting therapy from the dbs despite the high impedance values. Bowstringing seems to be related to the way scar tissue forms around the extension. Impedances will be checked routinely anytime pt comes to clinic for programming. If the impedances get worse or patient feels like he loses therapy then the surgeon will evaluate changing out the extensions at that time. Nothing is planned for now. Healthcare provider (hcp) did make a couple of extra incisions around the extension wires to help relieve the bowstring effect which seems to have helped some. The issue was not resolved at the time of this report.